Event description:
Customer reported malfunction occurred while trying to fill tubing before pumping started. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted in resetting the pump, which resolved the issue, and the customer was instructed to call back if the malfunction recurred.